Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for a complete supplier evaluation - finding states, the complaint is not confirmed. The unit passed all tests, and no damage was observed.

Event description:
On 10/21/2021 it was reported by a sales representative via sems that an ar-6480 pump would turn lavage on and off with no remote attached. This was discovered during use; the case was completed using a new pump with no patient effect. Rep contacted 10/22 for case date. Update: rep returned contact 10/22. Case date confirmed as 10/21/2021.